Manufacturer narrative:
The device is not expected to be returned. An investigation has been initiated based on the reported info.

Event description:
The customer has been having trouble with integra's 64 grid (part # 17194-8), most recently in 2004. When the customer connects the pig tail into the connector, the signal is weak or no signal was detected at all. When a signal is achieved, it is not very clear compared to the competitor ad-tech prod. Add'l info was rec'd on october 6, 2004. The problems were n the connections. The leads did not fit into the receptacle easily. The recordings were uninterpretable. All problems went away when the customer removed integra's grids and replaced with competitor's prod. A return is not expected.